Manufacturer narrative:
Additional information: d9 - date returned to mfg: 12-dec-2024 investigation summary one (1) photo was shared by the customer, where a microclave is connected with a female luer. However, no cracks, leaks or anomalies are observed based on the photo. One (1) photo was shared by the customer, where a microclave is connected with a female luer. However, no cracks, leaks or anomalies are observed based on the photo. Two (2) used list# b33980, 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock; lot #unknown, attached to an unknown microclave. As received, sample a12 was separated from the trifurcated connector, sample a11 did not present any damage or anomalies. Further inspection of the bond location showed spotty solvent application (a12). After test sample a12 a leak between shunt and tapered connection on trifurcated connector was found, this passed the pull test. Complaint of leak can be confirmed. The probable cause of the leak and separation on sample a12 was due to insufficient solvent application during assembly process in ensenada.

Event description:
The event involved a 4" (10 cm) appx 0.77 ml, smallbore trifuse ext set w/2 remv check valves, 3 clamps (red, yellow, white), luer lock where the customer reported that the device was cracked and leaking. There was patient involvement, no adverse event and possible delay in therapy due to having to replace line/extensions. Information on specific fluid or medication is not available.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.